Manufacturer narrative:
One (1) used list # mc330428 was returned for evaluation. As received some unknown residuals was observed inside the sample. No damage on the threads or anomalies were observed. The returned set was connected into a stopcock and no disconnection and / or loose connections were observed. The iso male luer meet the product design specification. No mating device was returned for evaluation. The complaint of disconnection / loose connection was not able to be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A review of the device history record is pending at this time.

Event description:
A medsun medwatch uf/importer report # (B)(4) was received, stating: syringe tubing connector that screws onto the IV/port/broviac, comes loose, disconnects ends up hanging on the syringe line. This means to disconnect the line from the patient you have to physically pull the two lines apart, rather than using the screw off method. This is extremely difficult to do when there is a sticky medication in the line, I have found myself having to hold the port/broviac in place to not pull it out of the patient. I did put the tubing in the defective bin in the dirty utility. The suspect medical device is a71" (180 cm) appx 0.44 ml, smallbore ext set w/microclave® clear, clamp (blue), rotating luer. The complaint/event occured in the facility's skilled nursing unit. There was no patient harm, injury, critical delays, and no change in baseline status.